Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon trialed triathlon disposable cutting block in patient and experienced debris from the cutting block. Surgeon had to remove debris and extra washout was required to complete procedure.

Event description:
Surgeon trialed triathlon disposable cutting block in patient and experienced debris from the cutting block. Surgeon had to remove debris and extra washout was required to complete procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.